Event description:
It was reported that the customer got sick while staying at a church camp, and then he was admitted in a pediatric hospital within the 500s mg/dl. The mother believes that her son's admission was due to an infusion set not going deep enough into his body. It was stated that the customer was vomiting and not drinking water, which caused dehydration and he became lethargic. The mother stated that the cannula was removed and it was bent. The caller stated that he was in the hospital for two days and was released when his sugar level was fine. The mother decline to troubleshoot as customer was sleeping at time of call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.